Event description:
It was reported that the insulin pump alarmed during the manual prime. The drive support cap was noted to be sticking out. Customer's blood glucose reading at the time of the call was 300 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.